Event description:
The customer reports "the product was inserted into the infant, when removed the distal tip was missing." The customer reports "retrieved another replogle from the shelf same lot same box and upon opening the new catheter the missing tip from the first inserted catheter was in the sterile packaging of the 2nd catheter." The 2nd catheter was intact.

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.